Manufacturer narrative:
28-jan-2026 device explanted. The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned device data were analyzed thoroughly. The eri battery status was properly activated on january 16th, 2026 at 15:48 h. The data documents that the device was programmed with high output in the lv channel 6.5 v at 1.0 ms. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the available device data showed no indication of a device malfunction. In particular, the eri battery status was anticipated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned device data were analyzed thoroughly. The eri battery status was properly activated on january 16th, 2026 at 15:48 h. The data documents that the device was programmed with high output in the lv channel 6.5 v at 1.0 ms. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the available device data showed no indication of a device malfunction. In particular, the eri battery status was anticipated.

Event description:
Hmsc reported eri detected on (B)(6) 2026. Battery reported as 35 percent on (B)(6) 2026. Nurse also reported battery was 2 years remaining during office follow-up in (B)(6) 2025. No current reported procedures. Device currently remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
(B)(6) 2026 device explanted. The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker interrogation revealed the eri battery status since january 16, 2026. The data show that a high pacing output of 6.5 v at 1.0 ms was programmed for the left ventricle. This represents a high current program, which results in a faster battery discharge. The pacemaker was implanted for approximately 46 months. The amount of charge taken from the battery was verified. The battery condition was found to be normal and as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In summary, the pacemaker was fully functional. The analysis did not reveal any sign of a material or manufacturing problem. In particular, the eri battery status was anticipated.